Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of uterine perforation ("complete perforation with one essure insert in douglas pouch / partial perforation with one essure insert in left uterine horn") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's past medical history included cyst removal, multigravida, parity 2 and termination of pregnancy - elective. There was no uterus abnormality before insertion. In (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced procedural pain ("bilateral pelvic pain immediately after insertion"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain. The patient was treated with surgery (bilateral salpingectomy by laparoscopy). At the time of the report, the uterine perforation and procedural pain was resolving. The reporter provided no causality assessment for procedural pain and uterine perforation with essure. The reporter commented: the patient had not attended the post-operative consultation. Perforation was bilateral: no organ or intra-abdominal structure was perforated. Perforation did not occur before deployment nor with coil after deployment. Essure was removed because of patient's request. It was medically necessary to remove essure. There were no pathology results, no signs of infection, no inflammation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Nuclear magnetic resonance imaging abdominal - on (B)(6) 2014: bilateral perforation ultrasound scan - on (B)(6) 2014: bilateral perforation. Most recent follow-up information incorporated above includes: on 26-dec-2017: perforation questionnaire was provided. Information added: medical history, exams, essure insertion date ((B)(6) 2016), details of insertion procedure. Event deleted: one implant migration in douglas pouch/ one implant migration outside of the left uterine horn. Events added: complete perforation with one essure I(abdominal pain added as symptom), bilateral pelvic pain immediately after insertion and essure confirmation test was not performed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of uterine perforation ("complete perforation with one essure insert in douglas pouch / partial perforation with one essure insert in left uterine horn") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's past medical history included cyst removal, multigravida, parity 2 and termination of pregnancy - elective. There was no uterus abnormality before insertion. In (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced procedural pain ("bilateral pelvic pain immediately after insertion"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain. The patient was treated with surgery (bilateral salpingectomy by laparoscopy). At the time of the report, the uterine perforation and procedural pain was resolving. The reporter provided no causality assessment for procedural pain and uterine perforation with essure. The reporter commented: the patient had not attended the post-operative consultation. Perforation was bilateral: no organ or intra-abdominal structure was perforated. Perforation did not occur before deployment nor with coil after deployment. Essure was removed because of patient's request. It was medically necessary to remove essure. There were no pathology results, no signs of infection, no inflammation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Nuclear magnetic resonance imaging abdominal - on (B)(6) 2014: bilateral perforation ultrasound scan - on (B)(6) 2014: bilateral perforation. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-jan-2018 for the following meddra preferred term: uterine perforation. The analysis in the global safety database revealed 915 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 26-dec-2017: similar incident listing attached and case updated accordingly. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of device dislocation ("one implant migration in douglas pouch/ one implant migration outside of the left uterine horn") in a (B)(6)-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy by laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 08-dec-2017 for the following meddra pt: device dislocation: (B)(6) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.